Event description:
A malfunction alarm, specifically alarm 20, was reported by the customer during pumping. There was no adverse impact on the customer's blood glucose level. The technical support team decided to replace the pump as it was still under warranty. The customer was informed about putting the pump into storage mode before returning it, and understood the instructions. The customer also planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.